Manufacturer narrative:
(B)(4).

Event description:
The pt experienced bilateral shocking to his face. The pt had a loss of consciousness and was admitted to the hosp. The shocking preceded the hosp, so it appeared unclear of the relationship between the two. The pt had dementia. It was unk if movement caused stimulation changes. Deep brain stimulator interrogation revealed high impedances on case-0, case-1, and case-3. These had currents of less 9, 10, and 10 microamperes respectively, which strongly indicated an open circuit. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.